Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No delivery anomaly was noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No prime anomaly noted. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 243 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as a seizure and severe thirst. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer stated their pump drive support cap was flush, and the pump treated incorrectly when they gave a bolus. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.